Manufacturer narrative:
(B)(4). The customer support engineer inspected the device and the alleged malfunction could not be duplicated. The ventilator passed calibrations, extended self-test and the short self-test.

Event description:
It was reported that during patient set up, a ventilator declared a system error. There was no report of serious injury or death associated with this event.